Event description:
A malfunction alarm was reported with a code of malf 0. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided the customer with information on how to reset the pump, assisted with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happened again, which the customer acknowledged.